Manufacturer narrative:
A review of the manufacturing records for the device(s) veriried that all lot(s) met pre-release specifications.

Event description:
On (B)(6) 2010, this patient underwent treatment for an acute complicated type b dissection of the descending thoracic aorta and was implanted with a conformable gore® tag® thoracic endoprosthesis within the true lumen. The left subclavian artery (lsa) was intentionally partially covered, and the primary entry tear was excluded, no angioplasty was performed. Concomitant procedures performed included endovascular fenestration and lysis of adhesions. The dissection measured 34.3 cm in length, the maximum overall diameter of the true lumen was 19.0 mm and the maximum aortic diameter within the dissected aorta measured 35.8 mm. The patient tolerated the procedure with no endoleak observed. On (B)(6) 2014, it was reported that patient developed a type a dissection which ended on (B)(6) 2014.